Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure. The rx multi-link 8 is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a concentric, de novo lesion with mild tortuosity, heavy calcification and 99% stenosis in the mid left anterior descending (lad) artery. A ht balance middleweight (bmw) universal ii hydro-coat guide wire was advanced, but failed to cross the lesion due to the patient anatomy. The guide wire was withdrawn from the patient anatomy with resistance noted. A non-abbott guide wire was used to continue with the procedure. After pre-dilatation was performed with a non-abbott balloon catheter, the 3.0 x 23 mm multi-link 8 stent was implanted at the target lesion. When the stent implant was checked with intravascular ultrasound (ivus), the stent implant was noted to be malposed. Although, additional post-dilatation was performed four times with a non-abbott balloon catheter, the issue was not resolved. The physician considered further post-dilatation would not be effective and could cause a dissection; therefore, the procedure was ended without further treatment. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.